Event description:
It was reported that during a scheduled vena cava filter retrieval approximately four months post filter implant, a detached filter limb was identified. The detached limb was successfully removed with a snare; however, the filter was unable to be retrieved. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.